Event description:
Received info regarding an occlusion alarm and a cartridge alarm 1 during bolus delivery. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully.

Manufacturer narrative:
Additional lot numbers were reported (lot # m004252, m001826). However, the customer is unsure which cartridge lot number was used when the alarm occurred. No product returned for evaluation. Should new relevant info become available, a follow up supplemental report will be submitted.